Manufacturer narrative:
Calibration and qc were acceptable. An "abnormal aspiration" alarm was observed on the alarm trace data. Based on the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t gen 5 (troponin t) on a cobas e 801 analytical unit. The initial result was 20 pg/ml. The sample was repeated twice on a different e801 analyzer with results of 9 pg/ml. The repeat results were believed to be correct.